Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite 2 parallel walled implant (xfos310), crown and abutment were returned for investigation. Visual inspection of the returned implant identified a severely fractured and damaged device and bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the product was fractured and damaged. Pre-existing conditions noted on the product experience report (per) were bruxism and clenching. The reported device had been implanted on tooth # 20 for approximately 3 years. X-ray and picture images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fractured. The product was returned. The reported fracture was confirmed via visual inspection. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured and was removed.